Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the speaker count was 26 and it had a primary audible alarm after being glued (no current paa alarm). The unit was glued on (B)(6) 2024. There was unknown patient involvement.

Manufacturer narrative:
D9: product received 10 september 2024. H3: one device was returned for analysis concerning a primary audible alarm. Alarm history log confirmed the primary audible alarm. No previous repairs were found in the last 12 months. Functional testing was performed, and the device functioned as intended. The pump was run through performance verification testing and passed with no further errors.